Manufacturer narrative:
Received one used list# a1145, 12" smallbore hexafuse ext set w/6 microclave® clear, nanoclave® (red ring), 6 check valves, 7 clamps (green, 2 yellow, blue, light green, 2 white) luer lock; lot# 14089229 from the customer for complaint investigation. No visual damages or anomalies were observed on the returned device. The reported complaint of a leak was confirmed. The line with a yellow clip paired with the white clip leaked during testing. The probable cause of the leak is from an incomplete insertion during the assembly process of manufacturing. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 12" smallbore hexafuse ext set w/6 microclave® clear, nanoclave® (red ring), 6 check valves, 7 clamps (green, 2 yellow, blue, light green, 2 white) luer lock where it was reported that the hex set was found leaking above clave. Bed saturated with total parenteral nutrition (tpn) fluid that was running through the line. The defect was in hex set. It was not a single use device that was reprocessed and reused on a patient. The device was in use for patient care. No other device being used on the patient at the time of event that may cause or contributed to the event. There was patient involvement and unknown adverse event.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.